Event description:
Unomedical reference number (B)(4). Event occurred in the italy. It was reported that two infusion set fell off during use within 3 hours of insertion. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.